Event description:
There was a near injury when, during a tonsillectomy and adenoidectomy, the rocker-switch conmed pencil was being withdrawn when it ignited (described as a ball of fire). It charred the tip of the pencil but did not burn the pt.